Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the endoscopic electrosurgical electrode's monopolar, reusable distal end of the tube had damaged insulation. The issue occurred during reprocessing. There were no reports of patient harm.